Event description:
Patient with tetralogy of fallot s/p surgical repair, surgical complete heart block. Sudden death approximately 30 hours after pacemaker reached elective replacement indicator and changed from ddd mode to vvi at 65. Preliminary medical examiner results did not reveal an anatomic cause of death. The final report is not yet available. Postmortem pacemaker analysis revealed that the pacemaker had reached it's elective replacement indicator at 11:23 am on (B)(6) 2013, approximately, 30 hours before death. The pacemaker had appropriately changed from ddd to vvi mode and the low rate changed to 65. Because recording of diagnostic data stops at the time of the elective replacement indicator, no additional diagnostic data are available about the rhythm at the time of death. All recordings prior to reaching the elective replacement indicator showed normal pacemaker function, and the pacemaker appeared to be functioning in it's normal eri mode -vvi at 65 - at the time of postmortem pacemaker analysis.